Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event for the sam pt involving three separate products: associated mdrs #1225714-2013-02236, 1225714-2013-02237, 2937457-2013-00136.